Event description:
Reported alleged she obtained a result of 300 mg/dl on the compact plus system while feeling hot and sweaty. Reporter stated she then took her normal 10 units of novolog insulin. Reporter stated that within 10 minutes of the 300 mg/dl result, she obtained a result of 40 mg/dl on the same system while feeling shaky, and as if she couldn't move. Reporter stated her husband gave her 3 sugar pills which she does not think she could have gotten on her own. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.